Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported unable to capture and unable to grasp leaflets and tissue injury were unable to be determined. The reported worsening mr was a cascading event of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a chordae rupture, intervention, and worsened mr. It was reported that a patient presented with grade 4+ secondary mitral regurgitation (mr) and severe mitral annular calcification (mac). During a mitraclip procedure, the clip was unable to be implanted. There was difficulty grasping and capturing the leaflets. It was noted that the valve was heavily calcified. During the attempts to grasp and capture, a chorda ruptured. The mitraclip was removed and the mr worsened from baseline. This required placement of an intra-aortic balloon pump (iabp). The patient was stable. There was no clinically significant delay. No additional information was provided.